Manufacturer narrative:
The technician inspected the bed and was unable to duplicate the alleged malfunction. He found the foot section and the locking mechanisms were working correctly. The facilities engineering stated that someone may have installed the foot section incorrectly.

Event description:
The staff stated that the foot section came off the bed when the pt sat on the foot section. The pt had an abrasion on their knee.